Event description:
*Confirm clearly refillable digital pregnancy test* I bought a test, and some refills to check progress to see if I had become pregnant yet. Took the first test just like it said to do. Waited, it came back positive. Ecstatic, I took another just to confirm by using a refill that came with the test. Waited...test came back negative. Took one more, waited, negative again. Researched these tests online. Found forums full of similar situations like mine -false positives-, I think something needs to be done about this proudct before it gets out of hand.